Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported the bolus advice on the meter is wrong. Customer claims that the meter does not calculate correctly especially the rest insulin that is displayed e.g. 16 iu of active insulin is displayed but he administered less insulin. And he also claims that the meter shows the message: active insulin cannot be calculated/not available. Advised customer that this message cannot be displayed because it's an expert meter. No adverse event reported. Requested return of the alleged meter for evaluation.